Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd894014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Event description:
This is report 2 of 2. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). The patient experienced fever, weakness, and peritonitis manifested by abdominal pain. On that same day, the patient was hospitalized for the event and was put on back-up hemodialysis. Dianeal therapies were ongoing. The patient experienced fever, weakness, and peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. Treatment was unknown. The patient was still hospitalized and receiving care at the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a follow up report will be submitted.